Manufacturer narrative:
E.1 initial reporter addr 2: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, one tube experiences clumped/abnormal additive form. There were no health consequences or impact reported.

Manufacturer narrative:
H6: investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. The photo was visually evaluated with no issues being identified; it shows tubes with the powder additive that is per specification for the product. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, one tube experiences clumped/abnormal additive form. There were no health consequences or impact reported.